Event description:
It was reported that two weeks after implant the patient was in so much pain they had to crawl on their knees to the car to go to the hospital. It was stated the patient was in so much pain most of the time they were bedridden. The patient had an x-ray taken on (B)(6) 2013 and the reporter stated the x-ray showed the lead had snapped off and was in the sacrum and causing additional pain. The reporter stated the patient¿s blood pressure was getting dangerously low to 80/70 and they had to self-catheterize and was not able to urinate. It was stated the patient believed this was due to the implantable neurostimulator and the lead breaking. It was noted the patient had always had pain and tenderness on their right side since before their device was implanted.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va006vr, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the lead and implantable neurostimulator (ins) were removed sometime around (B)(6) 2013 and they would not be returned as the customer refused. The ins and lead were not replaced. It was noted that the patient had no response and had pain at the site and the actions required as a result of the event was explant. It was unknown if any diagnostic testing or troubleshooting was performed and was unknown if the product issue was resolved or if the cause of the issue was determined. It was reported that the patient's brother currently had the device and they collected them after the removal in (B)(6) 2013. It was noted that the patient's medical history was that they had a closed head injury and a spinal injury due to an accident they suffered from prior to getting the device and therapy. The patient status at the time of the report was unable to be obtained. It was noted that the symptom associated with the event was pain at an unknown location. The patient felt the device had exacerbated their previous spinal injury. It was reported that before removal the patient was not receiving greater than 50% improvement and t hey questioned the reason for implantation. After stage 1 was performed there was little improvement but because the patient had went this far they wanted to proceed and was hoping that due to the previous injuries that the level of improvement was going to take longer but would improve. It was noted that the patient was negatively impacted by the device and the removal of it and the manufacturer representative was unable to gain a clear understanding as to what that meant. The removal was performed without the manufacturer representative's knowledge or presence and they did not have any information as to whether there was a local representative present. It was reported that the patient's brother had the lead, battery, and the programmer and they attempted to contact the manufacturer sometime in (B)(6) to discuss legal concerns. They were supposed to receive a return call but never did and the manufacturer representative attempted several times to provide them with the patient services number but they declined it. It was noted that the patient's brother wanted to be contacted by someone with in the manufacturer's legal department. The manufacturer representative had no other information at the time.